Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor memorygel , 525cc silicone breast implant, experienced bilateral rupture post procedure. The patient reported gradual pain in the left breast, MRI examination confirmed bilateral ruptures. As a result, patient scheduled for replacements on (B)(6) 2022. This report relates to the right prosthesis

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 5, 2023 indicated that the left side also had issue with capsular contracture grade iii, and patient right implant was intact at the time of surgery. The patient underwent bilateral replacements as follow: left/ product code 3507405mc; lot/serial number (B)(6), right/ product code 3507405mc; lot/serial number (B)(6).. Manufacturer¿s reference number: (B)(4) the initial report section b5, has incorrect date of removal. Correction: (B)(6) 2022.

Manufacturer narrative:
Device evaluation completed on february 08 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 525cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).